Event description:
Technician alleged the head section would not stay up, would slowly drift down over time. No pt impact.

Manufacturer narrative:
The technician replaced both head section dampeners to resolve the issue.